Manufacturer narrative:
A visual evaluation of the returned device revealed the stent was loaded on the guide catheter assembly via suture. The suture was stuck inside the guide catheter and was tensed / twisted on the proximal barb of the stent. The guide catheter was kinked/bent/twisted between the gap of the push catheter and the stent. The suture hole on the push catheter was torn likely due to the tensed suture. The stent was slightly bent/kinked near the proximal end. During the functional evaluation the guide catheter stretched at the proximal end and the stent failed to deploy due to the suture sticking inside the guide catheter. The suture was broken and the stent was removed from the delivery system, however the guide catheter could not be removed from the delivery system. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment. The stent was unable to be deployed. The procedure was with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent slightly bent/kinked.